Event description:
It was reported that a patient presented remotely via merlin.net. The implantable cardiac monitor (icm) exhibited under sensing and missing electrocardiogram (ECG). No intervention was performed. The patient was stable throughout.